Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The instrument was found to have the cable crimp from wrist control cable at the grip hub dislodged. The instrument was also found to have pitch cable dislodged at proximal end.